Event description:
It was reported to boston scientific corporation that apinnacle pelvic floor repair kits device was implanted into the patient (B)(6) 2012, for the treatment of vault prolapse as reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2012, was chosen as a best estimate based on the date of the mesh was implanted. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4).